Event description:
It was reported during a colon resection the ecs29 device would not fire x2. A second ecs29 opened and only partially fired. The anterior part of donuts were incomplete. The case was completed by hand suturing. There was no consequence to the patient.

Manufacturer narrative:
D6; device was not returned for evaluation.